Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during angioplasty and stenting of a common iliac artery, the fox plus balloon ruptured at 4 atm during pre-dilatation. A non-abbott balloon was used to complete the procedure. Reportedly, resistance was encountered during the fox plus balloon advancement into the target lesion which was described at 6mm long, de novo, eccentric, heavily calcified and 90% stenosed. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.